Event description:
This report summarizes 7 malfunction events where a midwest e mini 1:5 high speed contra angle attachment where they overheated. No injury resulted in any of the events.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 7 of 7 devices were returned for evaluation. Evaluation of one device found it to be within specification. Evaluation of six devices found excessive wear due to a lack of proper maintenance and one device had a lack of lubrication problem.